Event description:
The end user was lifting in the chair when the chair broke, it tipped over causing user to fall. The end user re-opened an incision in their knee from knee replacement surgery user had previous to the incident.